Event description:
It was reported that during a procedure the laser system displayed errors indicative or a system malfunction. After consultation with manufacturer's technical support the errors were unable to be cleared by the user. The system was no longer able to be utilized. The user chose to abort the procedure rather than convert to an alternative procedure due to "pt complications from other health issues not caused by the case." There was no report of a pt injury; however the MFR is filing this as a surgical intervention due to the possibility that the pt may require and additional procedure as a result of the system malfunction.

Manufacturer narrative:
The laser has been serviced. The suspect component has been removed and replaced.